Event description:
The customer contacted stryker to report that their device powered off after being switched on. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device powered off after being switched on. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Section h1 of supplemental medwatch report 1 indicates: malfunction. Section h1 of supplemental medwatch report 1 should indicate: death.

Event description:
The customer contacted stryker to report that their device powered off after being switched on. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue. The root cause was determined to be user/maintenance error. The battery was on "replace" status for over two months prior the reported complaint date. The operating instructions instruct the user that "device readiness" should be verified at least once each month. The customer received a replacement device. A clinical review was performed. Because the ECG was unavailable, it is unknown if the patient was in a shockable rhythm at the time of the event. It was concluded that it is unknown if the device caused or contributed to the reported outcome.